Manufacturer narrative:
H10: the customer replaced the front bezel and confirmed the reported issue was resolved. The customer replaced the front bezel to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring was defective. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the navigation ring was defective. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse then provided the customer with the part number of the navigation ring with the front bezel to replace and resolve the issue.

Manufacturer narrative:
E1: (B)(6).